Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device passed all manual electrical measurements and paced normally during testing. The device did not pass the manual testing of sensitivity as it did not inhibit pacing at programmed settings. A visual inspection of the hybrid and components was performed, this inspection noted cracks in several solder junctions.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that this device was explanted due to normal battery depletion. No allegations were received against this device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue. No adverse patient effects were noted.